Event description:
This report summarizes one (1) malfunction event. A review of the events indicated that model at120164 pta balloon dilatation catheter allegedly experienced a rupture. This report was received from one source. This event involved one patient, age, weight and gender were not provided. This patient had no reported patient injury.

Manufacturer narrative:
The lot number was provided, and lot history review was performed. The device was returned for evaluation. The investigation confirmed for a break and retraction issues. The reported rupture was found to be inconclusive. A root cause has not been determined. The device was labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction event. A review of the events indicated that model at120164 pta balloon dilatation catheter allegedly experienced a pta balloon rupture. It was further reported that the balloon was not able to be retracted through the 10fr sheath. The health care provider decided to cut the balloon hub and used a 20fr sheath to successfully remove the balloon and 10fr sheath together as one unit. The procedure was concluded, and no further treatment was provided. This report was received from one source. This event involved one patient, age, weight and gender were not provided. This patient had no reported patient injury.